Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient was helping son use big piece of machinery which hit him in the chest. The next morning heard the device alarm, and also mentioned felt dizzy off and on. It was also reported that during use the right ventricular (rv) lead exhibited high impedance, possible fracture, and oversensing. The rv lead was capped, remains in the patient, and replaced. No patient complications have been reported as a result of this event.